Event description:
This spontaneous case a lawyer on behalf of describes the occurrence of abortion spontaneous ("miscarriages") in a female patients who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("it didn¿t work"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), migraine ("migraines"), vomiting ("vomiting"), pregnancy with contraceptive device ("miscarriages") and internal injury ("organ damage"). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abortion spontaneous, genital haemorrhage, internal injury, migraine, pregnancy with contraceptive device and vomiting to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of abortion spontaneous ("miscarriages") in a female patients who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("it didn't work"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), migraine ("migraines"), vomiting ("vomiting"), pregnancy with contraceptive device ("miscarriages") and internal injury ("organ damage"). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abortion spontaneous, genital haemorrhage, internal injury, migraine, pregnancy with contraceptive device and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.